Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "the pt had a left total knee replacement in 2005. Pt also reported the following symptoms: "pain, clicking sound that was extreme, it was always hot, swelled, loose and would jump out of place. " pt was revised.